Manufacturer narrative:
The lot number of the complaint product is unknown and the actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As reported by a consumer via an email on (B)(6) 2016, the consumer soaked contact lenses in the lens care solution while travelling in an airplane and felt irritation and dryness in the eye upon insertion of the contact lenses on (B)(6) 2016. Nine hours later, the consumer had blurry vision, extreme pain and burning in both eyes (ou). The consumer went to a medical professional and was told that she "eroded 50% of the corneas" ou. The pain and blurred vision continued for three days. Additional information was received in the form of a follow up questionnaire via an email on (B)(6) 2016. It was noted in the questionnaire that the solution did not bubble. It was also noted in the questionnaire that the consumer was prescribed unspecified ophthalmic drops and ointment. Reportedly, the burning resolved and the consumer resumed contact lens wear after two weeks. The event resolution for the event of 'corneal erosion' is unknown. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
There are no changes to the previously reported investigation results. (B)(4).

Event description:
Additional information and correction to previously reported information was received on 05/09/2017; the consumer reported that the event occurred after using clear care plus with hydraglyde cleaning and disinfecting solution and not the regular clear care cleaning and disinfecting solution reported in the initial report. The consumer also reported that, ten days after the event the consumer returned to canada and the consumer's optometrist confirmed that the corneal erosion resolved completely. On 05/10/2017, the consumer forwarded the adverse event questionnaire signed by the optometrist confirming that the event resolved.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).